Event description:
It was reported that during a da vinci-assisted surgical procedure, fenestrated bipolar forceps tips are stiff and not coming together. The procedure was completed with no reported injury.

Manufacturer narrative:
The fenestrated bipolar forceps has been returned and evaluated by the failure analysis (fa) team. The instrument was found to have one severely bent grip, causing misalignment of the grip-tips. There was a 2.01mm offset at the tips. Components adjacent to this bent grip show damage. One side of the grip was broken. Additional findings related to customer reported complaint: the instrument was found to have a broken grip at the grip base on one side of the grip. A piece approximately 0.74mm x 0.52mm was found to be broken off. The broken piece was still attached with the instrument. No missing pieces were found. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.